Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that due to corrosion on plug unit, the image was not displayed, displayed error e315 (non-compatible endoscope). It was determined that the universal plug unit needed to be replaced. There was no patient involvement.